Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation of the returned devices and reviews of the device history records found no discrepancies. As indicated in follow up medwatch report#2, no conclusions can be made. It is not known how long the devices were implanted or if the patients bone was weakened by the breast cancer metastasis. Additionally, care must be taken to ensure the construct is tightened properly. Construct loosening is listed as a possible adverse outcome in the instructions for use supplied with the device. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports the patient's first surgical procedure (date unknown) was performed for vertebral stabilization after decompression for breast cancer metastasis. The patient is reported to have been revised due to post operative device loosening and movement of synthesis media. No other details are available at this time. As surgical intervention was required, a medwatch report is being filed to document this adverse outcome.

Manufacturer narrative:
Depuy spine has requested return of the device for evaluation. A follow up medwatch report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
(B)(4). No conclusion can be made as the devices were not returned for evaluation. It is not known how long the devices were implanted or if the patient's bone was weakened by the breast cancer metastasis. Additionally, care must be taken to ensure that the construct is tightened properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device. At this time, the complaint is considered to be closed. A follow up medwatch report will be filed if/when the devices are returned for evaluation.